Event description:
It was reported that during a low anterior sigmoid colon resection procedure, the doctor opened up the device for his low anterior colon resection and inserted a an reload into the jaws. Once the reload was inserted, the device was placed across the sigmoid colon and closed. The safety was taken off and the trigger was pressed and nothing happened. The doctor then tried to open the jaws on the device and the jaws would not open. He pressed the reverse button, the manual override, then took the battery out and flipped it over. That is when the jaws released and was able to be removed from the colon. There was no cut or staples deployed and the patient did not have any adverse outcomes. The doctor opened up a a tlc75 and resected the sigmoid colon and did the anastomosis with the ecs29 and surgery was completed with no adverse patient events.

Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45b cartridge was loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.